Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad cover was found to be torn at the ok button. The ok button was intermittently unresponsive during testing. The keypad cover was removed and evidence of contamination was found under all of the key contacts; the ok button contact was damaged. Unrelated to the complaint, evaluation revealed that the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that there was a button issue with the pump. Customer support made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available. This complaint is being reported because, the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.